Event description:
The pocc rn reports back to back results of 342 mg/dl compared to 147 mg/dl from the lab. No report of an adverse event. Controls were not run. Return requested and replacement was sent.